Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor memorygel breast implant 445cc gel catalog: 3507445mc lot: 6924041 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with an unknown saline breast prosthesis. Deflation on the left breast prosthesis was determined. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 445cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 7/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the concomitant listed in the initial report sent on 6/7/2018, was actually the replacement device for the right breast prosthesis. The replacement devices are: (left) mentor memorygel breast implant 445cc gel catalog: 3507445mc lot: 6771866 sn: (B)(4) and (right) mentor memorygel breast implant 445cc gel catalog: 3507445mc lot: 6924041 sn: (B)(4). Mentor also became aware that the correct date of event was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.1 cm at the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).